Manufacturer narrative:
Customer complaint notes, stated no delivery" alarm. Unit received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests or verify excessive no delivery/occlusion due to e52 alarm. The original mother was removed and replace with a test mother board. No anomalies was notice after battery insert. Problem isolated to mother board. Insulin pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.